Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Although positioned and clipped onto the tissue, it remained attached to the deployment handle. The nurses attempted troubleshooting by opening and closing the handle, gently advancing the handle toward the site while open, and applying a slight shake to disengage the clip. The final maneuver released the clip from the tissue without causing damage or bleeding, but the clip remained affixed to the main handle. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to march 1, 2026, based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: the device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.